Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer's wake button was unresponsive. The customer pressed the button with more force and was able to turn on the screen. Customer's blood glucose was 150-200's mg/dl. Customer continued to use the pump for insulin therapy.